Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the clinic and was symptomatic. The current electrograms (egm) noted the patient was in supra ventricular tachycardia (svt). It was further reported by the clinician that the device did not treat the arrhythmia. No further patient complications have been reported as a result of this event.